Manufacturer narrative:
The returned device was visually inspected and passed the inspection as per specification. Visual inspection showed the shaft and tip/loop section were intact with no apparent issues. No kinks observed along the shaft, or tip/loop section of the achieve mapping catheter. This report will be recorded and trended.

Event description:
A cryoablation procedure was performed using a cryoablation catheter, a mapping catheter and a steerable sheath. A total of 6 cryo applications to the lspv and lipv completed successfully and the sheath was manipulated to access the right sided veins. After approximately 13-15 minutes of attempts to access the ripv with sheath manipulation the arterial bp was noted to be declining from the baseline of 110/71 to 83 sys. Then up to 90/59, 95/62, 97/61 over a 10 minute period. It was noted via tte that the patient had developed a small pericardial effusion. It was at this time that the physician discontinued all anticoagulation therapy (act at this time was 293), positioned the balloon and the sheath back to the right side from the la and administered 60 mg of protamine for reversal of the heparin administered during the procedure. Patient left the ep lab in stable condition, alert and oriented with vital signs within normal limits. Device 3 of 3, reference MFR reports: 3002648230-2013-00033 and 3002648230-2013-00034.